Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Boston scientific received information that a lead repositioning was booked due to an increase in the right ventricular (rv) lead and right atrial (ra) lead pacing thresholds measurements. It was noted that the rv lead had dislodged. During the repositioning of the rv lead, it took twenty-nine turns to retract the helix. During multiple repositioning attempts the helix of the rv lead did not extend. A new lead was thus implanted. During the insertion the new rv lead the ra lead dislodged. When implanting a new rv lead the helix did not extend after multiple attempts to reposition the lead. Finally, the physician elected to implant a new competitor system and explant the boston scientific system. The system will be returned. No additional adverse patient effects were reported.